Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the patient's refractive outcome post-operatively was not as expected. The patient's refractive outcome is reported as -100 -50 95 20/20. The device is not available for return. The iol remains implanted. There are many factors that may influence a post-operative refractive outcome including but not limited to incorrect product selection, aniseikonia combined with unsuitable lens power selection, wrong lens power caused by incorrect biometry readings/calculations (e.g., previous lasik procedure), surgically induced astigmatism, patient pre-existing medical history limiting ability for visual correction, patient not tolerating functional style of the lens, and lens rotation, decentration or tilt. Rayner is following up with its distributor to obtain additional information to facilitate further investigation of the event. "Deviation from target refraction" is listed in the "adverse events" section of the rayone IFU.

Event description:
On (B)(6) 2022, rayner received notification from its brazilian distributor of an event that occurred following implantation of a rayone emv rao200e. The event description provided states that the patient's post-operative outcome was not as expected.